Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. The device had minor cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer received a button error alarm, and the customer was unable to clear the alarm due to the buttons that were not working. The customer's blood glucose was 143 mg/dl. The customer did not recall any significant events leading up to the alarm. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.